Manufacturer narrative:
The expertise of the suspected medical device has not yet begun and will make it possible to know the reasons of the complaint. However ; internal documentation shows that the icp probe has been delivered conform to its specifications.

Event description:
At first implantation, the icp probe showed an error message. After the second attempt, the monitor showed a very high abnormal temperature and a low intracranial pressure. Then the icp sensor has been removed an the second one showed a normal pressure and temperature.